Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs revealed that there were pmd communication issues after the failed software installation, which resulted in failure of system self check. The logs before the sw installation were not available for review. Device analysis: the console troubleshooting was conducted on an engineering lab bench. The impellatronic was momentarily replaced with a known-good to resolve the console start up issue (failing system self check). The console¿s sysconfig file was corrupted because of the failed sw installation and was corrected. Per the results of the clinical review and investigation, the root cause of the software upgrade issues was due to a malfunction (likely communication) during the software installation process. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a software update failure and system self check failure, along with constant beeping when powered on. There was no reported patient involvement.